Manufacturer narrative:
The lead was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The physician attempted to reposition the lead, but was unsuccessful. This lv lead was explanted and replaced. No additional adverse patient effects were reported.